Event description:
It was reported that a system error 2240 alarm (air in set / line) occurred on the homechoice device during use. There was nothing found during troubleshooting that could have caused or contributed to the reported condition. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up MDR will be submitted.